Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and reviewed the strips and configuration settings and determined that vtach alarmed correctly. The customer was provided information on how to change the vtach hr limit. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the v-tac alarm did not turn into a red alarm. The device was in use on patient at time of event, there was no adverse event reported.